Event description:
Ria (reamer irrigator aspirator) system was being used. During the case the scrub tech felt he put it together correctly, although it was not working the way it was supposed to. During use the device fell apart/broke into the shaft of the femur. The surgeon used long instruments to get all of the pieces out that he could. The device and all of its pieces that were recovered will be sent to spd for decontamination and then to risk management. Manufacturer response for do not know, ria tube assembly:do not know yet.